Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without endoleaks present. On (B)(6) 2015, a follow-up computed tomography (CT) revealed a distal type I endoleak from a contralateral leg component (pxc181400/9392794) on the left side. Reportedly, the left common iliac artery had dilated. On (B)(6) 2015, the patient was implanted with an additional contralateral leg component, extending to the left external iliac artery. The left internal iliac artery was coil-embolized. The endoleak resolved and the patient tolerated the procedure.